Event description:
It was further reported that the patient had no further device or therapy concerns.

Event description:
It was further reported that the patient had no stimulation sensation. The issues started the day prior to the report or sunday when they tried to use the device. There was a problem with the patient programmer. The patient was trying to turn their implant on but it would not turn on. The patient was able to get to the main screen but when pushing the on button nothing happened and it stayed on that screen. The patient was going to try replacing the batteries. The patient was implanted around (B)(6) of 2013 and the device wouldn¿t work. The patient went to the hospital 2 weeks prior to the report and now they had no stimulation sensation. The device was working before the patient went into the hospital. It was further reported that the patient programmer would not interrogate.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).